Event description:
It was reported this was an arteriotomy closure of the calcified left common femoral artery using the pre-close technique via a 6f sheath hole prior to a fontan interventional procedure. Reportedly, during pre-placement, one prostyle device ended with no suture when the plunger was removed. The sutures of two new prostyle devices were successfully pre-placed. The sheath was upsized to greater than 10f and the procedure was completed. Hemostasis was achieved with the pre-placed prostyle sutures. There was no reported adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. Production record and corrective and preventive actions (CAPA) reviews were performed and revealed no indication of a product quality issue. The investigation determined that the reported needle to cuff miss and unexpected medical intervention appear to be related to operational context. It is likely that an interaction of the device with patient anatomy or inability to maintain position/stability of the device during deployment due to circumstances of the procedure. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Manufacturer narrative:
Analysis was performed to the returned device. The reported suture malposition was confirmed as the loop remained in the suture bearing. The reported difficult to remove the suture from the suture bearing was not confirmed. Production record and corrective and preventive actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a review of the complaint history of the reported lot did not indicate a lot specific quality issue. A conclusive cause could not be determined for the reported difficulties. The subsequent treatment appears to be related to circumstances of the procedure. Factors that may contribute to difficult to remove the suture include, but are not limited to, suture tangles due to user not completing full stroke of plunger withdrawal or attempted to retrieve the suture prior to parking foot. Factors that may contribute suture malposition, include, but are not limited to, an interaction with patient anatomy or friable femoral vessel contributed to the reported suture malposition issue. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. D9 correction: device available for evaluation updated from no to yes h6 correction: medical device problem code 1142 removed.

Event description:
Subsequent to the initially filed report, the following information was received: reportedly, during pre-placement, one prostyle device the suture came out of the body and was stuck on the suture bearing. The knot and loop were formed. No additional information was provided.